Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's expiratory valve coil was defective. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. According to the information provided by the technician, the expiratory valve coil needs to be replaced. The customer did not approve the budget. Therefore, the repair has not been performed. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The faulty expiratory valve coil may lead to stop of ventilation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator's expiratory valve coil was defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).